Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had an angle down. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, switch 1 and switch 4 had wear, the adhesive around the object lens and the light guide lens were peeled, the light guide lens had a crack, the connecting tube and universal cord had a wrinkle, the suction cylinder and forceps channel port were shaved, and the following had discoloration; connecting tube, objective lens, suction connector, and control unit. Additionally, the following had scratches: switch 1, the plastic distal end cover, connecting tube, objective lens, scope connector cover unit, suction connector, protector of the universal cord on the suction connector side, universal cord, image guide protector, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, and the control unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.